Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D4: lot number added. D4: UDI number added. D4: expiration date added. H4: device manufacture date added. H3, h6: the device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: a manufacturing record evaluation was performed for the finished device. Product code: 283910000; lot: 377804. It was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 13 july 2023; manufacturing site: jabil le locle; expiry date: 30 june 2025; cement: product code :183901001 / batch: 4137376. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Note: the complaint device was evaluate and investigated by depuy synthes. Visual analysis of the returned sample revealed that confidence spinal cmt sys, 11c was used, it was observed that the amber vial already has a broken lid due to previous use, in the same vial, but on the back side, a crack condition was observed, which could have caused the liquid to spill within the same packaging. This type of damage is attributed to transport/storage of the device. However, the packaging was opened, and the vial continued to be used. Also a retaining sample testing was performed and meet with the specifications. Lot: 4137376; manufacturing date: 03 april 23; expiry date: 30 september 25; product checked: retained samples. Required testing: tm-t150 cement setting time. There are no non-conformances associated with this batch. The samples returned were tested in a temperature and humidity-controlled laboratory lot: 4137376; dough time: 40s; mix characteristics: stiff; setting time: 15 min 09 s. The cement mixed and behaved as expected for the product type and met the appropriate control specifications (ref confidence spinal bone cement master specification). Setting time was tested. The recorded setting met the control specification. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The observed condition of the device was consistent with a component failure that may have been caused by exposure to unintended forces during the transport/storage process. The overall complaint was confirmed as the observed condition of the confidence spinal cmt sys, 11c would contribute to the complained device issue. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Drawing/specifications reviewed current and manufactured revisions were reviewed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. E1: initial reporter is j&j company representative. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in taiwan as follows: it was reported when the cement was about to be used during an operation on an unknown date, an additional small amount of aqueous solution was added and the bone cement could not be formed when mixed. Another box of new products was opened. After the operation, it was discovered that there were slight cracks on the lower end of the bottle and the plastic of the outer box was corroded. It was unknown if there was surgical delay. This report is for unknown biomaterial - cement for (B)(4).